Event description:
It was reported that the device had premature battery depletion. The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the device was explanted and replaced.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is the same as or similar to a device marketed in the u.s. (B)(4). Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The data shows that the battery voltage was pre/approaching elective replacement indicator (eri). The weekly battery voltage trend data shows the minimum battery voltage equal to 2.95 to 2.64 volts between (B)(4) 2012 and (B)(4) 2013 which is before device recommended replacement time (rrt) of less than or equal to 2.62 volts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.